Event description:
It was reported that the patient was unable to adjust stimulation. The patient was able to turn stimulation on and off. It was also reported that the patient experienced a shocking and jolting sensation in her hands feet and legs. The patient turned their device off to recharge and still felt the shocking and jolting sensation. The patient was scheduled to meet with their healthcare provider.

Manufacturer narrative:
(B) (4).